Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user reports being diagnosed with uti last month. He reports he had uti the beginning of last month while using product without any defects at all. He is not blaming the catheter for his uti but did have one diagnosed while using this product. He is prone to utis and said before switching to this product with the no touch sleeve he used to use the red rubber catheters he had to lubricate and he said he had a lot more utis with that product. This was his first uti with the gc glide and said he had been using it for about 1.5 yrs. He said he thinks it could be an inadvertent contamination while handing it, not sure. He washes hands, uses gloves and wipes meatus with betadine prior to insertion. He said he had his uti symptoms of frequency, urgency and cloudy urine. He went to his md office and did a urine test which found a uti and he was placed on a round of antibiotics which helped his symptoms resolve. Cannot recall name of med. No photo available. This emdr covers the unknown number of catheters with unknown lot numbers of the same catheter associated with the uti.